Event description:
The international customer reported the ventilator alarmed and displayed a pressure sensor failure upon power up of the device. The device was not in use on a patient. As noted, if the reported problem occurred while in use in normal ventilation mode operation, it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers service technician reported the data acquisition pcb board will be replaced to address the reported problem.